Manufacturer narrative:
Unit alarmed button error followed by intermittent up arrow button due to corroded keypad traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The up arrow button did not respond right away. Customer's blood glucose level was 101 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.